Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer declined to troubleshoot. Customer stated they had to change their infusion as a result of their high blood glucose. The customer also reported inaccurate readings with their sensor. The customer stated their blood glucose would be 243 mg/dl and their sensor glucose would read 81 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.